Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The hospital declined to provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an arrhythmia. It was not considered to be relevant to the device but was not negligible. The patient was admitted on (B)(6) 2023. Drug administration and cardiac resynchronization therapy defibrillator (crt-d) setting changes were performed. On (B)(6) 2023, the patient again experienced continuous ventricular arrhythmia requiring defibrillation or cardioversion. The patient was admitted from (B)(6) 2023. On (B)(6) 2023 the patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion. The patient was admitted from (B)(6) 2023 for defibrillation and adjustment of oral medication.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.